Event description:
It was reported that after a successful insertion, the user tried to reposition the catheter using an 0.032" wire guide which was too large. The arterial tracing lasted only for a few seconds. The pump started alarming and blood was noted in the tubing line. The iab was removed with no pt complications.

Manufacturer narrative:
Co's testing and examination found that the central lumen was fractured at a point 14cm from the strain relief. The exact cause of the breakage cannot be determined.